Event description:
Information was received that reported a patient was hospitalized in 2007. Per the reporter, the patient was ill for 2 days prior to the hospitalization. The patient began vomiting in the early morning and was taken to hospital. Upon admission to the hospital, his blood glucose was >700mg/dl, he was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.